Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the pediatric nurses have reported several non-conformities on the above mentioned device. Indeed, despite the verification of the catheter, the cannula of the catheter does not enter correctly in the skin at the same time on the needle, the catheter being "twisted" and requiring to remove everything and to prick the child. We do not have a used specimen available.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ blood control the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the pediatric nurses have reported several non-conformities on the above mentioned device. Indeed, despite the verification of the catheter, the cannula of the catheter does not enter correctly in the skin at the same time on the needle, the catheter being "twisted" and requiring to remove everything and to prick the child. We do not have a used specimen available.